Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1755 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "I couldn¿t pass the guide wire through the needle with the blue arrow to it. If you look where the blue arrow is compared to the one that worked, there is a large metal piece (or something similar). That is where the guide wire would not pass at." Additional info. Received 04/28/2022: was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome.

Event description:
It was reported "I couldn't pass the guide wire through the needle with the blue arrow to it. If you look where the blue arrow is compared to the one that worked, there is a large metal piece (or something similar). That is where the guide wire would not pass at. Additional info. Received 04/28/2022. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty advancing the guidewire through the introducer needle due to an obstructing metal piece was inconclusive with the provided information. A photograph was provided for review which depicted two 21ga introducer needles. A blue arrow had been digitally drawn on the image and pointed towards the needle cannula within one of the introducer needles. Blood residue was seen within both needles and the needle cannula appeared similar in both. No apparent unexpected metallic piece was seen within the photographs and it was likely that the object which appeared foreign was the needle cannula. No observable evidence suggested the cause of the difficulty advancing the guidewire through the needle. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type.